Event description:
A patient contacted baxter (B)(4) regarding assistance with a system error 2240 while using the homechoice during dwell 6 of 7. The patient explained that a supply bag fell and disconnected. The patient cycled power and ended therapy. (B)(4) had the patient disconnect aseptically and remove the cassette. The patient was then advised to notify their dialysis nurse of any missed therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause is that the patient placed the solution bag on an unstable surface and the solution bag disconnected during therapy. Since the lot number is unknown, no batch review will be performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.